Manufacturer narrative:
(B)(4). Batch # unknown. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor had a failure to shoot a blue echelon recharge of 60 mm. In the third shot the agraphs came out but did not form. Doctor had to close the stomach with conventional sutures. Doctor was able to finish the surgery and the patient is fine.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p5717g, t5ah9f. Investigation summary: the analysis results showed that four ecr60b cartridge reloads were received. The reloads were received with no apparent damage and fully fired. As the returned reloads were received fully fired, no functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the cartridges were received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.